Manufacturer narrative:
This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During sheath preparation, it was found that the tip of the dilator has sharp edges. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis.

Manufacturer narrative:
The sheath was returned and went through sterilization with the dilator inserted. Damage at the dilator tip was noted prior to the removal of the dilator to proceed with further analysis. The functionality of the sheath was tested by turning the steering knob. It was able to deflect and hold deflection. The compatibility between the returned sheath and the dilator was tested by inserting the dilator into the sheath. No complications were noted, and the dilator was able to snap into the sheath. The dilator was examined under the microscope to closely inspect the damage. The dilator tip appeared to be torn, resulting in a non-smooth tip. Additionally, streaks and burrs were noted close to the dilator tip. The sheath's handle cap, valve cap, and hemostatic valves were removed to examine the valve hub under the microscope. Excess adhesive was noted on the inner rim of the shaft proximal end, suggesting that it potentially obstructed dilator insertion and caused the damage seen on the dilator tip. Additionally, white foreign material, potentially a piece of torn dilator, was found lying on the inner rim. The inner diameter of the proximal end of the shaft and outer diameter of the dilator tip were measured, and conforms within the design specification. Damage at the dilator tip was confirmed and potentially due to obstruction by excess adhesive on the shaft proximal end.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During sheath preparation, the tip of the dilator has sharp edges. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.